Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. Product was provided for investigation. An external visual inspection was performed and passed. The receiver log was downloaded. An unexpected receiver shutdown was not found within the investigation window. The allegation was not confirmed. However, a screen initialization without manual restart was found in connection to the reported allegation. The probable cause of the screen initialization without manual restart could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
T was reported that an unexpected receiver shutdown occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.